Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had tissue sticking issue, upon initial clamped of the jaws it stuck on tissue and caused it to tore. There was no patient injury.